Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site and he did see the 2012 error in event log just after doctor sculpt. However, when fss inspected the signature system, he was unable to recreate the reported error issue. Fss removed and replaced the hard drive on the system. Fss completed feature install, bios check, vacuum, foot pedal and touchscreen calibrations. Fss verified that the instrument manager printed circuit board assembly (pcba) battery was at correct voltage. Fss also completed all necessary amo signature checklist. The system passed all functional checks and it was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that error 2012 (instrument host timeout error) occurred on the whitestar signature system. The account confirmed 2012 error logged in event log and stated that the error occurred twice during the day at the end of the case. There was no patient involvement reported and there was no patient treatment delays or cancellation.

Manufacturer narrative:
Results codes: on the initial MDR report, code was entered as the result code. This code should have been to capture the observed electrical problem. It has been corrected in this submission. Additional information: a document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.